Event description:
It was reported that the patient received inappropriate shocks due to rv lead fracture. Patient refuses rv lead revision. ICD therapy turned off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.